Event description:
In february 2006 the lay user/pt contacted lifescan (lfs) UK alleging the one touch ultra meter was displaying the battery symbol. The pt stated in the evening she attempted to test her blood glucose level but the reported meter was displaying the battery symbol, and she was unable tu use the meter. The last time the pt was able to successfully test her blood glucose level using the reported meter was that morning. The pt reported no symptoms of high or low blood glucose levels at the time of the incident. The pt visited her physician the next morning, who told the pt the meter needed a new battery, and advised her to contact lfs. In the evening, the pt experienced hypoglycemic symptoms of shaking and feeling cold. The pt recognized these as hypoglycemic symptoms, drank soda, and felt better. The customer tests her blood glucose level twice per day, mornings and evenings. The pt takes novo rapid insulin 16 units before breakfast, 14 units before lunch and 16 units before dinner; and lantus insulin 22 units before bedtime. The pt took her normal insulin regimen during the time she was not able to test using the reported meter. The customer service representative replaced the meter and battery. This incident is being reported because, while the meter was displaying the battery symbol and the patient was unable to test her blood glucose level, she became hypoglycemic.